Event description:
It was reported that the customer was dissatisfied with his insulin pump. He had an issue with running out of supplies. His reservoir and infusion set only lasted two days and he noticed air bubbles in the reservoir. His most recent blood glucose level was 179 mg/dl. The customer also reported that he experienced a high blood glucose level of over 400 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).